Event description:
It was reported that the catheter migrated into the right ventricle, the catheter has been removed by radiological intervention without any complications for the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. Chr showed no other similar product complaint(s) from this lot number.